Event description:
This report describes an event that occurred with areactiv8 patient in (B)(6). A vigilance report has been reported to the (B)(6) regarding this event. Event to report (B)(6) patient (B)(6) underwent a revision surgery to explant his reactiv8 model 5100 ipg and two reactiv8 model 8145 stimulation leads. Both the ipg and two stimulation leads were removed and replaced with a new reactiv8 model 5100 ipg and 2 new reactiv8 model 8145 stimulation leads. The revision surgery was the result of a patient complaint of an inability to initiate stimulation therapy delivery. Troubleshooting at the clinic identified out of range impedance measurements by the ipg which (by design) prevents the ipg from delivering therapy. The patient was not injured and has recovered without any residual effects from the surgery. Note: loss of reactiv8 therapy does not pose a patient risk. However, the revision surgery due to a device deficiency is considered a reportable event as the patient is subjected to the risks associated with a surgical intervention.